Manufacturer narrative:
An industry customer in (B)(6) had notified biomérieux of a misidentification of staphylococcus aureus as staphylococcus pseudintermedius when testing an isolate from a mastitis milk veterinary sample with vitek® 2 gp ID test kit. (Reference 21342, lot 2420289403). An internal biomérieux investigation was performed. The strain was not available to submit for investigation. No card set up information was provided by the customer. The customer confirmed the identification of s. Aureus by coagulase positive and hemolysis positive results; however, these are also positive for s. Pseudintermedius. The customer stated they did not believe the identification was correct since the sample came from a cow with mastitis, and they thought s. Pseudintermedius was isolated from dogs. However, it has been documented that s. Pseudintermedius has also been isolated from other species such as horses, cats, birds and carnivores. One lab report was submitted related to this investigation. (In addition there were unrelated reports attached to this pr - 2 gp lab reports, an aes report and an ast gp69 report.) The lab report related to this investigation showed a good identification of s. Pseudintermedius with 3 atypical positive reactions (leua, alaa, novo) for an identification of s. Aureus according to the gp knowledge base. It is not clear that the gp card result of s. Pseudintermedius is incorrect since the tests performed by the customer do not differentiate between s. Aureus and s. Pseudintermedius. Without the strain, it's not possible to further evaluate this report. Gp lot# 2420289403 met final qc release criteria. This lot passed initial qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus aureus as staphylococcus pseudointermedius when testing a mastitis milk sample with vitek® 2 gp ID test kit (reference 21342, lot 2420289403). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.